Event description:
Customer alleges the aladin ii cassette ran out of agent without alarm, resulting in a light anesthesia case. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.